Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn and partially peeled. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during hysterectomy. It was reported that the tissue pad was severely worn. It was not reported that whether the subject device was replaced, and it was reported that the intended procedure was completed. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the three subject devices for evaluation. As a result of omsc's investigation on (B)(4) 2016, the phenomena below were found. The manufacturing record was reviewed with no irregularities. The first device: tissue pad was severely worn. The second device: tissue pad was worn and partially peeled. The third device: tissue pad was worn and partially peeled. Probe was broken. This is the report regarding the second device. Please cross-reference the following report about the first device and the third device: 8010047-2016-00508, 8010047-2016-01007.